Event description:
Customer reports the catheter is stretched. No other information is now available. The product is returning for analysis. Additional information received from the affiliate indicated and clarified that the report was incorrect, it was the coil that stretched, not the microcatheter. The coil stretched because, the protection sheath was attached to the introducer. Unknown if the entire coil was withdrawn or if the event occurred during coil introduction, during procedure or withdrawal. Unknown if an adequate continuous flush was maintained through the microcatheter. Unknown if any additional intervention was performed or if any additional medication was prescribed. Unknown if there was a loss of target position in the intra-cranial vasculature. The target site was aneurysm embolization. The procedure was completed with a non codman coil with no patient injury reported.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Customer reported the catheter was stretched. Additional information received during the investigation indicated and clarified that the initial report was incorrect; it was the coil that stretched, not the microcatheter. It was reported that the coil stretched because the protection sheath was attached to the introducer. It was unknown if the entire coil was withdrawn or if the event occurred during coil introduction, during the procedure or during withdrawal. It was unknown if an adequate continuous flush was maintained through the microcatheter. It was unknown whether any additional intervention was performed or any additional medication was prescribed. It was also unknown whether there was a loss of target position in the intra-cranial vasculature. The embolization procedure was completed with a non-codman coil with no patient injury reported. The coil was returned undamaged. No stretching to the coil was found as was reported in the complaint description. Therefore, the root cause of the coil reported as being stretched cannot be determined. However, the laboratory analysis found that there was an unzipping difficulty. When the microcoil system was unlocked for use, the sheath was retracted straight back instead of up at a forty-five degree angle and then back. The straight-back retraction of the sheath caught the locking mechanism on the v notch of the resheathing tool. This caused the locking mechanism to become embedded inside the v notch, which produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action would have produced significant resistance. While it is unknown if this incident was complaint related, for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, 'hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger.' The resheathing tool was also found to have been advanced onto the proximal end of the green introducer and over the exposed soft braid. While it is unknown if this incident was complaint related, for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, 'while holding the distal end of the resheathing tool and translucent introducer sheath together between your thumb and forefinger, as was done previously during coil inspection, advance the dpu wire through the introducer sheath into the infusion microcatheter. As the microcoil passes through the introducer tip into the microcatheter hub, continuously verify that the introducer tip and microcatheter hub remain aligned. Continue to advance the dpu wire until its hub connector reaches the proximal end of the resheathing tool. Return to the infusion microcatheter's rhv. Loosen the rhv and gently slide the introducer tip out from the rhv, over the dpu wire. Once a small section of the exposed dpu wire is visible, tightly grasp it with the thumb and forefinger of the same hand that is holding the rhv. Using the thumb and forefinger of your other hand, grasp the introducer tip; slowly slide it away from the rhv over the dpu wire. Continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool, leaving approximately 1 inch of the unsheathed introducer sheath still visible.' A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, the complaint is not confirmed. Based on the above, no corrective action is warranted at this time.

Manufacturer narrative:
The coil was returned undamaged. No stretching to the coil was found as was reported in the complaint description. Therefore, the root cause of the coil being stretched cannot be determined. However, it was found that there was an unzipping difficulty. When the microcoil system was unlocked for use, the sheath was retracted straight back instead of up at a forty-five degree angle and then back. The straight back retraction of the sheath caught the locking mechanism on the v notch of the resheathing tool. This caused the locking mechanism to become embedded inside the v notch. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action would have produced significant resistance. While it is unknown if this incident was complaint related, for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3." The resheathing tool was found to have been advanced onto the proximal end of the green introducer and over the exposed soft braid. While it is unknown if this incident was complaint related, for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "while holding the distal end of the re sheathing tool and translucent introducer sheath together between your thumb and forefinger, as was done previously during coil inspection, advance the dpu wire through the introducer sheath into the infusion microcatheter. As the microcoil passes through the introducer tip into the microcatheter hub, continuously verify that the introducer tip and microcatheter hub remain aligned. Continue to advance the dpu wire until its hub connector reaches the proximal end of the re sheathing tool. Return to the infusion microcatheter's rhv. Loosen the rhv and gently slide the introducer tip out from the rhv, over the dpu wire. Once a small section of the exposed dpu wire is visible, tightly grasp it with the thumb and forefinger of the same hand that is holding the rhv. Using the thumb and forefinger of your other hand, grasp the introducer tip; slowly slide it away from the rhv over the dpu wire. Continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool, leaving approximately 1 inch of the unsheathed introducer sheath still visible." A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Note: additional information and evaluation codes will be submitted within 30 days.